Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Added d9 and h3 was updated to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the purge disc detection issue on ic10936 was a broken mechanical lever within the purge pressure sensor.

Event description:
It was reported that an automated impella controller failed to detect the purge disc. A new controller was used to successfully support the patient. No patient harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.